Event description:
Event description guidant received information that attempted interrogation of this implantable cardioverter defibrillator (ICD), while in the box, resulted in error messages of out of range telemetry noise and device not identified. The same programmer successfully interrogated other devices of the same model.